Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Concomitant product : 554-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported by a patient family member that a lead was "misfiring." Follow-up with the physician's office clarified a remote monitoring transmission had shown noise on the right atrial lead, but a more-recent device check had not revealed any lead issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.